Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One rf disposable grounding pad was received for evaluation. An event of the grounding pad releasing from the skin and subsequent burn was reported. Further investigation confirmed that the shelf life of the device had been exceeded. Shelf life- exceeding the shelf life causes the material to lose its adhesive properties and may contribute to the grounding pad not being attached to the patient properly. There is a warning in the grounding pad IFU artmt600001763 that states, ¿failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location.¿ the IFU instructs the user to check the grounding pad skin contact thoroughly to confirm contact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the investigation performed, the cause of the reported event was traced to the user.

Event description:
Related manufacturer report number: 2184149-2021-00115. During a left cervical radiofrequency thermoablation procedure, when the grounding pad was removed from the patient, a burn was noted at the grounding pad site. The grounding pad was placed on the back of the patient on prepped, non-diaphoretic skin, free of hair with no pad overlapping. The patient was treated with a topical cream and is currently in stable condition. The generator settings were 90 degrees celsius for 1 minute 30 however, the temperature didn't go above 40 degrees celsius. At that time the patient reported they felt a burning sensation. Additionally, it was noted that the patient had a neurostimulator scs implanted, but this was powered off during the procedure. There were no further performance issues or alarms sounding on the generator.